Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description: it is reported that the protégé everflex would not deploy. The device was removed and another unknown stent was used to complete the procedure. No patient injury is reported. The returned device exhibited partial deployment. It cannot be determined if the partial deployment occurred in vivo or in vitro. Evaluation summary: the safety lock knob was loose and the distance between the deployment paddles was approximately 51mm, (allowable grip spacing range 54.0-62.0mm) on the stent delivery system, (sds). A kink just distal of the strain relief was noted and examined. No additional abnormalities or deformities were noted during the examination of the catheter until the distal end. A gap is present between the outer distal sheath and the distal tip. The distal end of the stent was flowered. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: fluid exited the distal tip in a steady stream. A 20cc water filled syringe with manometer was attached to the stopcock luer lock a pressure of approximate 8atm was applied: fluid was observed exiting the distal end and a drip was observed coming from the kink. The kink area was re-examined. A 0.035in test guidewire was loaded through the distal tip and would only advance to the kink area just distal of the strain relief. The 0.035in test guidewire was loaded through the proximal hub but would only advance to the area of the kink. The guidewire was reloaded through the distal tip and advance to the kink. The guidewire loaded sds was loaded into a deployment fixture and deployed: 2.4lb, (specification is less than 3lb). The stent was examined: no abnormalities or deformities were noted. The guidewire was removed and the kinked area was re-examined. It was noted that the device did not exhibit evidence of being in contact with a sanguine environment.